Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion insulin pump, which is not marketed in the insulin pumped states. However, the device is similar to the paradigm real-time insulin infusion insulin pump, which is marketed in the insulin pumped states.

Event description:
Information received by medtronic indicated that the insulin pump had critical pump error alarm open book image on the insulin pump screen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
No critical pump error (open book image) alarm noted during boot up. Pump failed the rewind test due to a pump error 38 alarm, thus unable to perform the displacement test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test. Pump also failed the self test due to a pump error 75 alarm. Successfully downloaded history files and traces using thus. Pump was cut open to perform visual inspection and found moisture damage on the motor, force sensor, pcba 1, and pcba 2. In further full review in the pump history, a critical pump error 53 (file #: 2005, line #: 5632) alarm was found on 10/23/2021 at 14:59:59, however no other consecutive critical pump errors were found in the pump history. Unable to confirm critical pump error (open book image) alarm. Force sensor zero offset within specification (22.2mv). Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, cracked keypad overlay, cracked case on corner of belt clip rails, cracked case above arrow and battery icon, and scratched case. Critical pump error (open book image) alarm was not confirmed. Pump error 53 alarm confirmed due to a software error. Rewind anomaly confirmed due to pump error 38 alarm. Pump error 75 alarm was confirmed. Pump exposed to moisture confirmed at motor, force sensor, pcba 1, and pcba 2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.